Manufacturer narrative:
This supplemental report is being submitted to correct the description of b5 and to provide additional information. The initial MDR reported that pseudomonas aeruginosa and klebsiella pneumoniae were detected from the air/water channel of the subject device. However, olympus reviewed microbiological testing results again and found that the sampled site of the subject device was from the instrument channel of the subject device in the report provided by the user facility. Olympus medical systems corp. (Omsc) received additional microbiological testing results by the user facility.the following microbes were detected from the sample collected from the subject device. [April 9th, 2019]. Pseudomonas aeruginosa, klebsiella pneumoniae and providencia rettgeri. [May 14th, 2019]. Pseudomonas aeruginosa and klebsiella pneumoniae. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for pseudomonas aeruginosa and klebsiella pneumoniae. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia.(oaz) for evaluation. In the evaluation, oaz confirmed the followings. The glue on the bending rubber was detached, chipped, cracked, and burr. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.